Manufacturer narrative:
Results: the 3maxc was fractured approximately 148.5 cm from the hub. The fractured distal segment was approximately 16.0 cm and the marker band was present. The total length of the 3maxc with the fractured segment is approximately 164.5 cm. Conclusions: evaluation of the returned 3maxc revealed that the catheter was fractured and stretched. The complaint mentioned that the difficult patient anatomy may have contributed to the resistance experienced during the procedure. If the device is forcefully retracted against resistance, damage such as a fracture and stretching may occur. The neuron max and jetd identified in the complaint was not returned for evaluation. Therefore, the root cause of the reported damage could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician placed a neuron max 6f 088 long sheath (neuron max), a penumbra system jetd reperfusion catheter (jet d), and a 3maxc in the target vessel. The physician then experienced resistance upon removal of the 3maxc. As the physician got to the carotid terminus, upon pulling the 3maxc the distal portion came loose and remained in the patient's body. The physician removed the rest of the 3maxc while the jetd remained in the target location. The physician was able to successfully remove the remaining piece of the 3maxc from the patient's body. The physician felt that the issue was caused by difficult anatomy. The procedure was completed using a new 3maxc, the same neuron max and jet d. There was no report of an adverse effect to the patient.